Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had foggy lens during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube (thermistor) is broken, and error 104 occurs. A root cause could not be identified. Based on the results of the investigation, the outer tube (thermistor) was broken. Therefore, error 104 occurs (since the heating function was not given and the fog-free function does not work, the distal cover glass fogs up, and the image can appear foggy as a result). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.